Event description:
A facility representative reported that the following implantable collamer lens (icl) implantation procedure, lens repeatedly rotated. A lens removal is planned. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5: this complaint is not MDR reportable, due to vaulting reported to have an acceptable vault value; therefore, it would not likely cause or contribute to a death or serious injury if the malfunction were to occur. (B)(4).

Manufacturer narrative:
Additional information: b5: a facility representative reported that the lens was removed and replaced for a longer length lens due to low vault with rotation. The problem was resolved. Manufacturer narrative: secondary surgical intervention to remove, replace, or reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).